Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced fluctuating blood glucose with episodes of hyperglycemia and hypoglycemia while using the ilet, with lows occurring primarily after meal announcements; the reported highest blood glucose was 273 mg/dl and the lowest was 53 mg/dl, with one hour above range and 45 minutes below range. Symptoms included feeling sick and tired. Outcomes included self-management without outside assistance or medical intervention; the device alerted for high and low glucose, the ilet stabilized highs, and the user consumed carbohydrates to treat lows. Investigation included review of available usage and blood glucose information and provision of troubleshooting and education on meal announcements and adaptation, noting that the ilet adjusts insulin needs over one to two weeks. Investigation of this case revealed no device malfunction and an unclear cause of hyperglycemia and hypoglycemia, with device behavior consistent with automated insulin adjustment and post-meal variability. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.